Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV, rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV, "tenderness," and rupture confirmed via CT scan. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d9 h3 h6. A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary the device related to the reported events rupture, capsular contracture, visibility/palpability was received on april 29, 2025 with lot number 3104412. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV, "tenderness," and rupture confirmed via CT scan. Device has been explanted and replaced.